Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm, a cartridge alarm (cartridge alarm 1 - no pressure change when expected), and an inaccurate fill estimate occurred. A new cartridge was loaded, another cartridge alarm 1 occurred, and the fill estimate was inaccurate. The customer's blood glucose (bg) level ranged from 301 mg/dl to 327 mg/dl. The supplies were changed and a bolus via the pump was delivered to address the bg level. Insulin delivery was resumed and the customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issues (alarm 1, occlusion alarm) were verified in the pump logs; however, investigation could not be completed (for all reported issues) as the cartridge was not returned.